Event description:
Reported by surgeon as - "disconnection of the catheter," breakage was noted on the port tubing by the stainless steel connector.

Manufacturer narrative:
Strain relief. Medwatch sent to FDA on: (B)(4) 2012. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a strain relief. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further info from the reporter regarding the pt has been requested. The reporter was not the implant surgeon and is not able to provide the serial number, model/size of the device or exact implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been complaint with nutritional guidelines the pt may have a leaking band system, or may have pouch enlargement or esophageal dilation due to stomal obstruction, band slippage or over-restriction."